Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a stent deployment issue and migration occurred. The 85% stenosed target lesion was located in the mildly tortuous and mildly calcified proximal radial graft and posteriolateral artery. A 2.5mm x 12mm emerge balloon catheter was advanced to the lesion for predilation. Then a 3.0mm x 20mm veriflex stent was deployed however it was noticed that selected stent was too short to adequately cover the target lesion. So, a 3.00mm x 24mm veriflex stent was advanced and crossed the lesion. However, upon deployment, the stent slid proximally and partially to the aorta. The stent balloon was inflated but the stent dislodged entirely from the proximal radial graft. The stent delivery system was removed without the stent. After several attempts to located the stent, it was identified to be in the sub branch of the profunda artery. A vascular surgeon was notified and it was elected to leave the stent in the branch. A new unspecified guide wire was advanced to the lesion. Then a 3.5mm x 28mm veriflex stent was deployed successfully and the procedure was completed. No patient complications were reported.